Event description:
It was reported that the customer had low blood glucose levels of approximately 20 mg/dl. The customer was reportedly treated by paramedics who provided a glucagon shot to the customer. The customer also treated with glucose tablets. The customer believes that she gave herself too much insulin. Troubleshooting was not completed because the customer did not have glasses at the time. The customer was advised to contact the health care professional regarding the customer's low blood glucose levels. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)